Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a diabetic event while being in an active sensor session. The patient initially reported on (B)(6) 2026, that the sensor ¿did not work¿ and that they were brought to the hospital due to this. No further information was received at that time. The patient called back on (B)(6) 2026, and provided additional information. On (B)(6) 2026 the patient experienced feeling dizzy and disoriented. It was unknown what the cgm device was displaying at that time, and how much time passed between the sensor ¿not working¿, and the onset of symptoms. It is unknown what the blood glucose reading was at that time and if a fingerstick was taken, but the patient called an ambulance. The patient was brought to the hospital and when a fingerstick was taken, the cgm reading was 44 mg/dl, and the blood glucose reading was reading higher, but no specific value was reported. It was unknown if the patient experienced a hypo or hypoglycemic event. The patient was treated with intravenous fluids. Eventually, the sensor failed. When the nurse removed it they noted the sensor wire was bent. No further medication was reported to be necessary, and the patient was discharged at 10:30pm. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.